Event description:
The consumer's wife reported that her husband experienced a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022 with a nasal sample. The consumer reported testing at the doctor's office on (B)(6) 2022 with the sinbad antigen test; the test generated a negative result. The reporter stated that the consumer was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation conclusion: tested the binaxnow covid-19 ag card retain kit lot 210226 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false positive results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 210226 and device part number195-430wl / lot 207462. Quality control release testing met specifications and there were no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.